Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having high blood glucose. The customer's blood glucose was 491 mg/dl. He stated he had switched out the insulin believing that was the cause of his high blood glucose. The customer stated he had a previous high blood glucose incident due to bad insulin. He also reported a kinked/bent infusion set. The customer has attempted to treat his high blood glucose with 10 units of insulin from the insulin pump. The customer also reported symptoms of high blood glucose such as nausea, headache, and confusion. The customer stated his blood glucose had declined to 411 mg/dl. Troubleshooting found insulin was able to exit from the tubing and there was no leak present on the insulin pump. The customer also stated the doctor had recently changed his settings. He was advised the changes to his settings may cause high blood glucose. The customer was advised to change out his infusion set, reservoir, and insulin. No additional information provided.